Manufacturer narrative:
.

Manufacturer narrative:
(B)(4) to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a whipple procedure on (B)(6) 2015 and suture was used first to close the posterior fascia and then the anterior fascia. During the procedure, a kocher incision was made. The patient developed infection post-operatively and the wound had to be opened again two days later. The surgeon noted that suture was properly positioned in the posterior fascia; however, the anterior fascial closure was dehiscent due to the cranial fascia was torn out of the suture. It was also reported that there was no defect of suture. The surgeon opined that the suture was to rough/gross for the fascia below the right rib case and could have caused the fascia to tear because of its grossness. The surgeon also opined that if other suture could be used the fascia could tear out too due to the weakness of the fascia of this patient.